Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the needle retrieved during the same procedure? Yes. If yes, what efforts were done to retrieve it? (E.g. Change from lap to open procedure, x-rays?) Surgeon was closing from an open tah so when the needle broke she was able to retrieve it. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager): I, kp account executive, is providing the answers because I was in the case and I saw what happened. Dr. Cz is the surgeon who was closing with the suture when the needle broke.

Event description:
It was reported that a patient underwent a, open tah on an unknown date and a barbed suture was used. During the procedure, the surgeon was closing the subcutaneous layer using the barbed suture with a CT-1 needle and the needle broke in half. The surgeon was able to recover the half of the needle that broke off. The procedure was successfully completed with no delay. There was no patient consequence reported. Additional information was requested.